Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found insulation abrasions exposing the outer coil at 6.0 cm to 6.5 cm, at 6.7 cm to 7.2 cm and at 14.0 cm to 14.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.